Event description:
(B)(4). Since essure procedure, I've had painful periods lasting weeks at a time, chronic fatigue syndrome, arthritis type symptoms, hair loss, eyelash loss, nickel allergy, bloating, swelling, migraines, food allergies (new since essure), acne, sleep problems, dental problems, emotional distress, loss of libido.